Event description:
I had essure put on (B)(6) 2014. First couple of months were ok. Then about 3-4 months in I began to notice severe fatigue, weight gain, constant body aches. Then most recently I've developed a severe pain in my lower abdomen that goes all around my side and into lower back. I have also now developed ovarian cyst, which I've never had before in my life. I've now also been diagnosed with hypothyroidism. I feel worse than I ever have in my entire life. I even walk with a limp from the pain in lower abdomen/back. My gyn is currently recommending a hysterectomy! I was healthy prior to essure with no medical problems.